Event description:
The customer stated that her blood glucose was tested using her contour meter and the nurse's meter. The customer's meter read 483 mg/dl, while the nurse's meter read 146 mg/dl. The difference between the readings falls into the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer had used all her test strips, so no product is available for return.